Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141 - 2020 - 02323, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 62742460 was manufactured prior to 24-sep-2015. As a result, a UDI number is not required.

Manufacturer narrative:
One impl tapered scr-v ha 6mm 5.7mm 8mm (tsv6h8) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Implant is full of hard debris (bone) and does not contain a screw. Pre-existing patient condition noted on the per was patient having moderate bone density of type ii. The reported device was being placed on tooth # 30 (universal) when the incident occurred and the implant had been placed for about 5 years 8 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray was provided by customer. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62742460. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62742460) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that implant at tooth site # 30 fractured and was removed. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.